Manufacturer narrative:
The investigation into the returned instrument found that the drill stop measured approximately 5mm more proximal than print requirements/tolerance. This allowed the drill to be inserted through the drill guide and the tip to extend an additional 5mm further than intended. Additional testing found documentation that the force required to drill into human femur bone is 198.4+/-14.2n. Because human femur bone is denser than vertebral pedicle or lateral mass bone, this value indicates a worst case drilling condition. The returned drill tested exceeds the worst case scenario and would most likely not slide/move during use.

Event description:
During the surgery, when the 12mm fixed drill was inserted into the drill guide it was noticed that 15mm was protruding. The surgeon used a different 12mm fixed drill and completed the surgery without issue. The event caused no patient harm.